Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify the statement regarding "the clips were coming out incorrectly". Did the device not feed clips? Did the device feed multiple clips at one time? Did the device drop or eject clips? Did the device feed malformed clips?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device started making a loud noise when firing and the clips were coming out incorrectly. There is no other information available at this time. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m9150d. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed ten conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation; upon testing, no noise issues were heard. In addition, the device locked out as intended, however the orange indicator wheel was found to be undertraveled. No conclusion could be reached as to what may have caused the reported incident and the failure of the orange indicator wheel. The batch record was reviewed and no anomalies were noted during the manufacturing process.